Event description:
It was reported that, during a tha a surgeon reamed a patient acetabuli with a 57mm reamer to implant a trident multi hole cup(58mm). However, the cup did not lock properly on the socket. He attempted to lock tritanium cup(58mm) but the cup also did not lock on the socket. Therefore, he added to ream until 58mm. However, the tritanium cup did not lock into the socket. Therefore, he set the trident multi hole cup(58mm) with a bone cement into the socket.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding alleged seating/locking issue involving a tritanium shell was reported. The event was not confirmed. Visual inspection revealed the device is discoloured, this is most likely due to contact with fluids intraoperatively. Otherwise, the device is unremarkable. Device history review indicated all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received. However, it is confirmed that the returned shell is a size 58mm. More clinical information such as pre-operative x-rays and the primary operative report as well as patient history and follow-up notes would be helpful to rule out possible contributory factors.

Event description:
It was reported that, during a tha a surgeon reamed a patient acetabuli with a 57mm reamer to implant a trident multi hole cup(58mm). However, the cup did not lock properly on the socket. He attempted to lock tritanium cup(58mm) but the cup also did not lock on the socket. Therefore, he added to ream until 58mm. However, the tritanium cup did not lock into the socket. Therefore, he set the trident multi hole cup(58mm) with a bone cement into the socket.